Event description:
It was reported that an ilet user received a pump alert instructing a change of infusion site, and after guidance to perform a cannula fill, the alert cleared and normal operation resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to clinical status and no need for medical intervention. Investigation included customer troubleshooting and review of device performance based on user-reported actions. Investigation of this case revealed resolution with proper infusion set management steps, consistent with user technique or setup contributing to the alert, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.